Event description:
The patient has been complaining about an integral heart rate. Atrial sensing threshold trend has not measured any p waves. On the v egm, the device is marking an ar or as following each qrs. The ar/as is coming in about 400 ms following the ap. Could this be ffrwos. The magnet strip shows a qrs deflection at about the same interval following each ap. Atrial refractory is programmed to 400 ms and slight changes in the timing or when the ff is sensed could explain why some are ar and some are af. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).